Event description:
It was reported that this pacemaker showed five and a half years remaining longevity. Boston scientific technical services (ts) accessed the latitude and noted that the atrial sensing feature was on and device was using fifty microwatts of power. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed five and a half years remaining longevity. Boston scientific technical services (ts) accessed the latitude and noted that the atrial sensing feature was on and device was using fifty microwatts of power. As of this time, this device remains in service. No adverse patient effects were reported.